Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) procedure, placement of the sutures was attempted in the right common femoral artery using the preclose technique with a proglide device. The arteriotomy was 8f. Reportedly, a cuff miss occurred with three proglide devices. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 12f for the aaa procedure. After the aaa procedure was completed the successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency the other two proglide devices referenced are being filed under separate medwatch MFR numbers.